Event description:
The tube popped out and a nurse was alerted by the bipap alarm. The tube was re-inserted. Sometime later, the tube popped out again and it was noted at that time, that the cuff was leaking. The dr. Said he felt the cuff was defective. The patient was coughing and gagging but no injury or adverse outcome was reported.